Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos) post bi-ventricular (bi-v) pacing. Follow up was completed and verified that no reprogramming has been completed at this time. The lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead oversensing was resulting in pacing inhibition. The lead has been extracted and replaced. No patient complications have been reported as a result of this event.